Event description:
The manufacturer received info alleging a ventilator's display screen was blank. There was no harm or injury report.

Manufacturer narrative:
The manufacturer previously reported an issue with the device's lcd screen. The lcd screen was returned to the quality assurance lab for further investigation. During the investigation, the root cause of the lcd screen failure was found to be an open fuse on the inverter board.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd display screen was replaced to address the issue.